Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. There is no indication of a product quality issue with respect to manufacture, design or labeling. The investigation determined a conclusive cause for the reported difficulties cannot be determined.

Event description:
It was reported that the procedure was to treat a 80% stenosed and chronic totally occluded lesion in the mid left anterior descending artery. Following pre-dilatation and the use of a microcatheter, a 3.0x28mm xience alpine stent was deployed at 14 atmospheres; however, the balloon ruptured. The stent was successfully post-dilated with a 3.0x15mm nc trek balloon dilatation catheter. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.